Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent an open reduction/internal fixation surgery for a tibial diaphyseal fracture on (B)(6) 2024. After the reaming operation phase, a tna nail implant was inserted beyond a reaming rod. After that, the reaming lot was tried to be extracted, but its ball was stuck in the nail edge part. Approaches by pliers and hammer were tried, but did not work well, so the nail was taken back once. Judging from the distal screw hole in the nail, a polymer inlay was totally misaligned. At the surgeon¿s discretion, the nail in question was viewed as unavailable. Therefore, instead of the problematic one, a nail with a diameter one size larger was applied for surgery. The procedure was completed successfully within an extra 30 minutes due to the use of an alternative. The patient outcome was reported to be stable. This report involves one tibial nail-advanced / 9mm 345mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.